Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report that on (B)(6) 2012, the patient had a blood glucose level of 600 mg/dl. The patient was admitted to the emergency room with a diagnosis of dka, and was treated with intravenous fluids and insulin. The reporter stated, the patient had obtained elevated blood glucose readings ranging from 400 mg/dl to 600 mg/dl for two weeks prior to this event. The patient's physician ordered the patient to use lantus insulin injections and not to use the pump for basal doses of insulin. Troubleshooting revealed the pump settings were correct, the total daily basal/bolus doses given correctly matched those programmed, and the patient's mother reported no issues with the infusion set or infusion site. There was no evidence the pump was not accurately and correctly delivering insulin. It was also determined the patient used refrigerated insulin, which can cause air bubbles and under-infusion of insulin. The patient¿s technique was incorrect by using refrigerated insulin. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia and was admitted to the emergency room with dka while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.